Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. The field service engineer found in the device logs that the reported test had failed and discovered water in the air gas module. After troubleshooting, it was found that the connected compressors drainage valve wasn't working. After another compressor was connected to it, the ventilator worked as expected. No further issues have been reported. The evaluation of received device logs shows that the internal leakage test had failed on may 07, 2021, which will be used as the date of event. The inspiration pressure was measured too low and the safety valve test failed. Pre-use checks passed two days before the event and after a cold start three days later. If the air gas module contains water, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into the air gas module is moist air from the hospital's external compressor. In this case, it was reported that the connected compressor was malfunctioning due to a faulty drainage valve. According to the user´s manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).